Manufacturer narrative:
(B)(4). According to received information from the user, the problem was solved by changing the o2 concentration value from 50% o2 then back to 100% o2 and after that, o2 delivery was according to the user desired settings. The reported problem was not reproduced on-site. No parts were replaced. A received picture of the screen from the event confirmed the reported issue of the o2 concentration settings being set to 100% but the fresh gas mix rotameter, that is a graphic representation of the individual flow rates for each gas, was showing that only about 45% o2 was being delivered. Evaluation of the received device logs confirmed the o2 concentration setting and changes, but no deviations or alarms can be confirmed. No alarms for low oxygen concentration were generated during the case. The logs contained no technical error alarms on the day of event and the last system check-out prior to the start of a case was completed successfully. The cause for the reported issue has not been determined since the fault was not reproduced, no parts were found faulty, and no technical fault can be confirmed in the received device log files.

Event description:
(B)(4). This report is duplicate of already receive MDR with the manufacturer report # : 8010042-2015-00320. The record is being created as requested per the FDA correspondance that requires a supplemental be filed electronically. It was reported that while on a patient and in the additional fresh gas outlet mode with the o2 concentration set to 100%, the patient received only 45% fio2. There was no patient harm reported. (B)(4).